Event description:
Received a report from a consumer who advised she sought medical attention for an unusual discharge and foul odor five days after using playtex tampons. Consumer alleges doctor advised her that a piece of a tampon was inside her vagina causing said event. ICD diagnosis code located on copy of health insurance form submitted by consumer indicates no relation to complaint.